Event description:
The physician reported that while using a super turbovac 90 arthrowand, he noticed an abnormal "buzzing' noise during use. In addition, the physician felt "electrical shocks" in his hand from the wand each time he pressed the ablation foot pedal. The physician was able to complete the procedure, reporting there were no adverse effects to himself or the pt as a result of this event.